Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was emitting an occasional beep. The customer was advised that the insulin pump runs a self test periodically and beeps when it's complete. The insulin pump passed a self test over the phone. The customer also reported the blood glucose ran high, to 481 mg/dl. The customer treated with manual injection. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insulin was within expiration and clear. The infusion set cannula was straight. The time and date and basal rate settings were correct. The customer was advised to call back with tubing clamps available to continue troubleshooting and was advised to change the entire set, insulin and reservoir and treat per a healthcare provider's instruction. The insulin pump was not returned or replaced at this time.